Event description:
This complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a peripheral stenting procedure, the stent could not cross the lesion. The 90% stenosed lesion was located in the innominate artery. The physician predilated the lesion with a 6 x 40 wanda balloon catheter and then attempted to cross the lesion with the express vascular ld premounted stent system, however, the express stent could not cross the lesion. Next, the physician attempted to predilate the lesion again using a 8 x 40 wanda balloon catheter. A second attempt was made to cross the lesion with the express vascular stent, however, the attempt was unsuccessful and the procedure was ended. No patient complications were noted and the patient's status was reported as stable. Product analysis revealed that the stent had moved back towards the proximal cone causing the stent struts to spread. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The returned device was received with the balloon folded and wrapped around the shaft. Visual and tactile examination found no damage to the shaft of the device. The stent was crimped on the balloon, however, it was noted the stent had moved back towards the proximal cone causing the struts to spread. The device was passed over a 0.035" guide wire with no restrictions noted. A labeling review identified that the device was not used per the directions for use (dfu). The expiration date for this device was 02/22/2009, however, the procedure date was (B)(6) 2009. Therefore, this device was used past its expiry date. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).